Event description:
During a renal embolization ruby coils were used along with penumbra 5mm x 12 cm (lot number f37096) and 5mm x 20cm (lot #f38119). Attempted to advance them through the penumbra microcatheter without success. Stylet bent and an attempt was made to utilize a second coil and it deployed outside the body of the patient. Diagnosis: renal embolization.